Event description:
Olympus was informed by the biomedical engineer at the user facility via telephone that the strain relief on the tfl laser us standard power cord is reportedly "damaged causing exposed wire" and requested a replacement. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The technical support engineer provided the biomedical engineer with the part number for the replacement cord. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 - unknown as the lot number was not provided. The DHR was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the specific root cause of the damaged power cord could not be determined at this time. The following information is stated in the instructions for use which may have detected the event: "before connecting the soltive laser system components, inspect the individual components, cables, and electrical connections for dirt, debris, or damage. Verify that the electrical cables are not frayed or split. Contact your local olympus service representative if any component appears damaged.". Olympus will continue to monitor field performance for this device.